Event description:
Ventilator alarm sounded, no oxygen/volume delivered to pt. Pt bagged. Repiratory therapist and md present. Replaced ventilator. Pt remained normotensive with 02 sat down. Pt 02 sats 95-96% while pt bagged. Sent to bio-med.